Event description:
As reported by field clinical specialist, six years and 7 months post implant of the 26mm sapien 3 valve in the native aortic annulus, a 26mm sapien 3 ultra valve was placed due to aortic stenosis (as). The patient was found to have critical as. He was treated with a sapien ultra 26mm valve. The mean gradient by tee measurement was 6mmhg post placement of the sapien 3 ultra with trace leak. The implanting team was very pleased with the result. Per medical records review, approximately 6 years and 6 months post tavr procedure with a sapien 3 valve in the native aortic annulus, the patient had heart failure symptoms and was found to have critical bioprosthetic aortic stenosis (as). The patient underwent a tavr valve in valve procedure with a 26mm sapien 3 ultra valve via right transfemoral approach. The valve was deployed with an excellent result. This was well tolerated hemodynamically. The patient was transported to the cardiac post anesthesia care unit in satisfactory condition. Completion echocardiography documented no significant aortic insufficiency. There were no complications or device malfunctions reported during the procedure. Post-operative day (pod) 1 tte reported that the aortic prosthetic valve appeared well seated, with trace paravalvular regurgitation and no central regurgitation, mean gradient of 14 mmhg, and effective orifice area measured 1.7 cm2. It also reported ''small lv size. Hyperdynamic lv systolic function. The estimated left ventricular ejection fraction is 70-75%. Dynamic lv intracavitary obstruction (peak gradient = 30-35 mmhg) is noted''. The patient was discharged home in stable condition on pod-3.

Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. The valve remains implanted. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history record, lot history review and manufacturing mitigation review are not required. The commander delivery system with s3 IFU was reviewed. No IFU/training deficiencies were identified. Although the complaint for ''valve - stenosis'' was confirmed, a complaint history review is not required as the device has been implanted 5 year or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''valve - stenosis'' was confirmed based on medical record provided. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Medical report review revealed that, patient had hyperlipidemia, diabetes mellitus (dm), and chronic kidney disease (ckd). The ckd and dm are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia/hypercholesterolemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. While a definitive root cause was unable to be determined, it is possible that patient factors (hyperlipidemia, diabetes, ckd) may have contributed to the reported event. Since no product non-conformance was identified, a product risk assessment (pra) is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.